Event description:
Reported an infusion pump with potentially damaged battery. This issue was discovered during on site service. The pump was not in use on a patient when the problem was discovered. The facility did not report any patient injury or medical intervention associated with this pump.

Manufacturer narrative:
The battery history was reviewed and revealed the pump had 7 battery discharges below alarm threshold. Review of complaint history reveals similar reports have been received for this product for the reported issue. The issue of damaged battery is being addressed.